Event description:
It was reported that the patient was unable to insert the hydrosil properly because the shape of the end of the catheter was like a bulb and was also unable to pass urine at all. It was later reported by duncan cottrell- young from the international business center (ibc) on 10dec2018, that the patient advised he was ok inserting the product up to the last inch where it had a bulb and was not long enough to evacuate. The device was a sample and the customer had other supplies. The catheter was not long enough for the patient's anatomy, due to the last inch, the bulb, being designated for the user to hold.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "5. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was unable to insert the hydrosil properly because the shape of the end of the catheter was like a bulb and was also unable to pass urine at all. It was later reported by (B)(6) 2018, that the patient advised he was ok inserting the product up to the last inch where it had a bulb and was not long enough to evacuate.